Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1 / expiration date: 2022-09-14/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: <no> dev rtn to MFR? <no> mfg date: 2021-04-21, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the device dislodged after the tether was "pulled". Pull and hold demonstrated two tines were connected. The device was retrieved and a second device was implanted. Following second deployment pull and holds demonstrated three tines connected. It was reported that the patient then "coded" a few hours post implant of the second device. Additional information related to the cause of death was requested and not received.